Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction internal fixation with the tfna for a trochanteric fracture of the femur. During the surgery, although the surgeon tried to insert the end cap in question, the end cap could not be attached to the nail. The surgeon tried to insert the end cap twice for about 5 minutes; however, it did not work. When the surgeon inserted the guide pin from the trochanteric part and inserted the nail, the surgeon had already adducted the end cap. Therefore, the surgeon adducted the end cap again and adjusted up and down the screwdriver according to the skin incision. However, the surgeon could not insert the end cap and gave up inserting the end cap. The surgery was completed successfully within 30 minutes delay. The patient was reported as stable. No further information is available. This report involves one ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for (B)(4).